Event description:
An attempt was being made to treat lesions in the distal lad with 90% stenosis and proximal lad with 85% stenosis using an endeavor resolute device. It was reported that the lesions were calcified. The lesions were pre-dilated. The device was inspected prior to use, with no issues noted. While advancing the device to the target lesion, the device could not cross the lesion. The physician gave up the procedure. There was no injury to patient. This device was returned for evaluation. Through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the distal tip was kinked . The stent was slightly stretched and positioned beyond the distal marker band. The stent was pinched and narrowed between the 2nd and 3rd distal segments. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Deformation problem.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient's condition affected effectiveness of device (lesion morphology - calcified lesion, with 85% - 90% stenosis). Evaluation conclusion: known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology- calcified lesion, with 85% - 90% stenosis). (B)(4).